Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
After replacing the hilo motor, it will still drift down after being raised halfway up. To try plugging in hilo motor in other ports of the control box to determine if the hilo port on control box may be faulty and try with another hand control.